Event description:
It was reported to philips that the system was unable to boot. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was outside of clinical use at the time of event occurrence. The review of system log file shows errors related to frontal ippc. Although the root cause of the issue could not be established, the problem was resolved by restarting the system. After the restart, the system was returned to use in good working order. The codes have been updated based on the investigation's outcome.